Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ipg was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant of an implantable pulse generator (ipg) there was pacing below the lower rate noted. The device remains in use. No further patient complications have been reported as a result of this event.